Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-jun-2023 . H6: investigation summary one sample (model #me2020, lot #22129190) was returned by the customer. It was reported by the customer that the tubing was occluded. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10ml bd syringe and attempted to be flushed with water. The set was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model me2020 lot number 22129190 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 of the bd maxguard extension set microbore slide clamp(s) experienced occlusion. The following information was provided by the initial reporter: occluded tubing.

Event description:
It was reported that 2 of the bd maxguard extension set microbore slide clamp(s) experienced occlusion. The following information was provided by the initial reporter: occluded tubing.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.